Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a recurrent infection at the implant receiver area, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was treated with IV and oral antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown at the implant site (specific date not reported). It was also reported that the patient was hospitalized for IV antibiotics administration (specific date and duration not reported).